Event description:
A rio aspiration catheter was in use during a cardiac catherization. The distal part of the catheter broke off during the time the catheter was being removed and was visualized in the rca. The broken segment was retrieved with a guidecath and wire, with no apparent injury or harm to the pt. The physician is confident that all of the object was removed.